Manufacturer narrative:
The reported event of helix mechanism was confirmed. The reported events of loss of sensing, high capture threshold, lead dislodgement were not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region.

Event description:
It was reported that patient's atrial lead was dislodged. It was also noted that the lead exhibited loss of sensing and high capture threshold. During lead revision procedure it was noted that the lead helix was not able to extend. The lead was explanted and replaced. The patient was stable.